Event description:
During implant procedure, loss of sensing was observed on the right ventricular (rv) lead. During repositioning, the helix of the rv lead failed to retract and the helix was bent. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of failure to sense, a helix mechanism issue, and the helix damaged were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted at the distal region of the lead consistent with procedural damage. Visual and x-ray analysis noted the helix was stretched / damaged as received, therefore the helix mechanism test was unable to be performed. The cause of the reported event was due to the helix stretched / damaged consistent with procedural damage.